Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality safety evaluation of ptc. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant (outcome not reported). Approximately three years after insertion procedure, coils were removed and a perforation (seen as uterine perforation) was diagnosed. Both events are anticipated in the reference safety information for essure. Perforation of the uterus or fallopian tubes may occur during essure therapy due to insert migration/dislocation or during insertion procedure (hysteroscopy or essure placement). In this case, the exact date and circumstances of the perforation is not known. However, considering event's natures, causal relationship between this event and essure use cannot be excluded. Unintended pregnancies may occur during any contraceptive use. In the present case, limited information regarding the pregnancy was provided. It was not reported whether the consumer underwent a confirmation test, or the time interval between essure insertion and the pregnancy. It was also not reported if the uterine perforation had occurred prior to pregnancy, contributing to tubal patency on the right side. However, given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident since intervention was required. Other non-serious events were reported. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events and lack of efficacy cannot be totally excluded; however, the medical events and lack of efficacy are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device"), pregnancy with contraceptive device ("post implant pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device from her left fallopian tube was removed but the right one was unable to find" in october 2016, device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included multigravida, parity 3 ((B)(6) 2002, (B)(6) 2013 and (B)(6) 2015.), spontaneous abortion, elbow operation, thyroid activity decreased, postpartum depression, diarrhea and elbow operation. Concurrent conditions included body mass index normal, smoker, alcohol use and anaphylaxis. Family history included myocardial infarction (paternal grandfather), copd (maternal grandmother) and anemia (maternal grandmother). Concomitant products included paracetamol (acetaminophen) and vicodin (norco). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), back pain ("low back pain/pain lower back"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vagina)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure from left fallopian tube and uterine cornu) and surgery (partial omentectomy with right essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pregnancy with contraceptive device, menstrual disorder, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown and the device dislocation, genital haemorrhage and back pain had resolved. The pregnancy outcome was not reported. The reporter considered anxiety, back pain, depression, device dislocation, genital haemorrhage, menorrhagia, menstrual disorder, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: in (B)(6) 2016, patient had her left device removed form her tube; the right device was unable to be found. In (B)(6) 2016, patient went to her doctor´s office and was informed that a foreign body from her left fallopian tube had migrated (discrepant information, maybe right tube). In (B)(6) 2016, physician removed the foreign body which turned out to be the essure implant by a partial omentectomy. Pfs- she did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: migration of essure device. (B)(6) 2016 : pathology report : the specimen is received in a bag of formalin, designated "f/b for ID" and consists of a single elongated fragment of fatty soft tissue weighing 6 grams and measuring 8 x 3 x 1.5 cm. The specimen is serially sectioned to reveal grossly unremarkable fat, and no solid white areas are identified. Gross only. (B)(6) 2016: pathology report: gross description: bilateral segments of fallopian tubes with right essure attached - the specimen is received in formalin. Labeled "bilateral segments of fallopian tubes" and consists of segments of fallopian tube, each of which includes the fimbriated end. One tube segment measures 5 cm in length. The either tube segment measures 7.8 cm in length and contains a portion of an essure birth control device. The distal aspect of both fallopian tubes is unremarkable. The shorter segment is marked with black ink. The specimens are serially sectioned and a representative cross section from each tube is submitted in one cassette. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-aug-2018: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/perforation (uterus)/migration of essure device/ migration of essure device location of device: superior aspect of the uterus,"), pregnancy with contraceptive device ("post implant pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (10sep2002, 19sep2013 and 23dec2015.), spontaneous abortion, elbow operation, thyroid activity decreased, postpartum depression, diarrhea and elbow operation. Concurrent conditions included body mass index normal, smoker, alcohol use and anaphylaxis. Family history included myocardial infarction (paternal grandfather), copd (maternal grandmother) and anemia (maternal grandmother). Concomitant products included paracetamol (acetaminophen) and vicodin (norco). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue.") And loss of libido ("no sex drive"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In december 2015, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). In (B)(6) 2016, the patient experienced complication of device removal ("device from her left falloian tube was removed but the right one was unable to find"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), back pain ("low back pain/pain lower back"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vagina)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (partial),bilateral salpingectomy,removed from left tube and uterine cornu/partial omen). Essure was removed on 1-oct-2016. At the time of the report, the uterine perforation, pregnancy with contraceptive device, menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety and fatigue outcome was unknown and the genital haemorrhage, complication of device removal and back pain had resolved. The pregnancy outcome was not reported. The reporter considered anxiety, back pain, complication of device removal, depression, fatigue, genital haemorrhage, loss of libido, menorrhagia, menstrual disorder, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: in oct-2016, patient had her left device removed form her tube; the right device was unable to be found. In nov-2016, patient went to her doctor´s office and was informed that a foreign body from her left fallopian tube had migrated (discrepant information, maybe right tube). In nov-2016, physician removed the foreign body which turned out to be the essure implant by a partial omentectomy. Pfs- she did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: migration of essure device (B)(6) 2016 : pathology report : the specimen is received in a bag of formalin, designated "f/b for ID" and consists of a single elongated fragment of fatty soft tissue weighing 6 grams and measuring 8 x 3 x 1.5 cm. The specimen is serially sectioned to reveal grossly unremarkable fa t, and no solid white areas are identified. Gross only. 11-oct-2016 : pathology report : gross description: bilateral segments of fallopian tubes with right essure attached - the specimen is received in formalin . Labeled "bilateral segments of fallopian tubes" and consists of segments of fallopian tube, each of which includes the fimbriated end. One tube segment measures 5 cm in length. The either tube segment measures 7.8 cm in length and contains a portion of an essure birth control device. The distal aspect of both fallopian tubes is unremarkable. The shorter segment is marked with black ink. The specimens are serially sectioned and a representative cross section from each tube is submiitted in one cassette quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new events fatigue, no sex drive were added. Pt of device dislocation updated to device expulsion and clubbed with previous event uterine perforation. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration of essure device"), pregnancy with contraceptive device ("post implant pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device from her left falloian tube was removed but the right one was unable to find" in october 2016, device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included multigravida, parity 3 ((B)(6) 2002, (B)(6) 2013 and (B)(6) 2015.), spontaneous abortion, elbow operation, thyroid activity decreased, postpartum depression, diarrhea and elbow operation. Concurrent conditions included body mass index normal, smoker, alcohol use and anaphylaxis. Family history included myocardial infarction (paternal grandfather), copd (maternal grandmother) and anemia (maternal grandmother). Concomitant products included paracetamol (acetaminophen) and vicodin (norco). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), back pain ("low back pain/pain lower back"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vagina)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure from left fallopian tube and uterine cornu) and surgery (partial omentectomy with right essure removal). Essure was removed on 18-nov-2016. At the time of the report, the uterine perforation, pregnancy with contraceptive device, menstrual disorder, menorrhagia and vaginal haemorrhage outcome was unknown and the device dislocation, genital haemorrhage and back pain had resolved. The pregnancy outcome was not reported. The reporter considered back pain, device dislocation, genital haemorrhage, menorrhagia, menstrual disorder, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: in (B)(6) 2016, patient had her left device removed form her tube; the right device was unable to be found. In (B)(6) 2016, patient went to her doctor´s office and was informed that a foreign body from her left fallopian tube had migrated (discrepant information, maybe right tube). In (B)(6) 2016, physician removed the foreign body which turned out to be the essure implant by a partial omentectomy. Pfs- she did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Hysterosalpingogram - on 5-oct-2016: migration of essure device 16-nov-2016 : pathology report : the specimen is received in a bag of formalin, designated "f/b for ID" and consists of a single elongated fragment of fatty soft tissue weighing 6 grams and measuring 8 x 3 x 1.5 cm. The specimen is serially sectioned to reveal grossly unremarkable fa t, and no solid white areas are identified. Gross only. 11-oct-2016 : pathology report : gross description: bilateral segments of fallopian tubes with right essure attached - the specimen is received in formalin . Labeled "bilateral segments of fallopian tubes" and consists of segments of fallopian tube, each of which includes the fimbriated end. One tube segment measures 5 cm in length. The either tube segment measures 7.8 cm in length and contains a portion of an essure birth control device. The distal aspect of both fallopian tubes is unremarkable. The shorter segment is marked with black ink. The specimens are serially sectioned and a representative cross section from each tube is submiitted in one cassette. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event abnormal bleeding (vagina, menorrhagia), essure confirmation test not conducted was added. Concomitant drug was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/perforation (uterus)/migration of essure device/ migration of essure device location of device: superior aspect of the uterus,expulsion'), device breakage ('device breakage'), fallopian tube perforation ('fallopian tube perforation'), pregnancy with contraceptive device ('post implant pregnancy') and genital haemorrhage ('abnormal bleeding (general)') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included multigravida, parity 3 ((B)(6) 2002, (B)(6) 2013 and (B)(6) 2015.), spontaneous abortion, elbow operation, thyroid activity decreased, postpartum depression, diarrhea and elbow operation. (B)(6) 2016 : pathology report : the specimen is received in a bag of formalin, designated "f/b for ID" and consists of a single elongated fragment of fatty soft tissue weighing 6 grams and measuring 8 x 3 x 1.5 cm. The specimen is serially sectioned to reveal grossly unremarkable fa t, and no solid white areas are identified. Gross only. (B)(6) 2016 : pathology report : gross description: bilateral segments of fallopian tubes with right essure attached - the specimen is received in formalin . Labeled "bilateral segments of fallopian tubes" and consists of segments of fallopian tube, each of which includes the fimbriated end. One tube segment measures 5 cm in length. The either tube segment measures 7.8 cm in length and contains a portion of an essure birth control device. The distal aspect of both fallopian tubes is unremarkable. The shorter segment is marked with black ink. The specimens are serially sectioned and a representative cross section from each tube is submiitted in one cassette. Concurrent conditions included body mass index normal, smoker, alcohol use and anaphylaxis. Family history included myocardial infarction (paternal grandfather), copd (maternal grandmother) and anemia (maternal grandmother). Concomitant products included hydrocodone bitartrate;paracetamol (norco) and paracetamol (acetaminophen). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue.") And loss of libido ("no sex drive"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). In (B)(6) 2016, the patient experienced complication of device removal ("device from her left falloian tube was removed but the right one was unable to find"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), back pain ("low back pain/pain lower back"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vagina)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), iron deficiency anaemia ("anemia"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), tooth disorder ("dental problem"), migraine ("migraine"), headache ("headaches") and visual impairment ("vision problem"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (partial),bilateral salpingectomy,removed from left tube and uterine cornu). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, pregnancy with contraceptive device, menstrual disorder, depression, anxiety, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, visual impairment and weight decreased outcome was unknown and the genital haemorrhage, complication of device removal, back pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, iron deficiency anaemia, cystitis, urinary tract infection, vaginal discharge, urinary tract disorder and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, anxiety, back pain, complication of device removal, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, loss of libido, menorrhagia, menstrual disorder, migraine, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: in (B)(6) 2016, patient had her left device removed form her tube; the right device was unable to be found. In (B)(6) 2016, patient went to her doctor´s office and was informed that a foreign body from her left fallopian tube had migrated (discrepant information, maybe right tube). In (B)(6) 2016, physician removed the foreign body which turned out to be the essure implant by a partial omentectomy. Pfs- she did not allege that essure caused birth defects. Date(s) of insertion: (B)(6) 2014 discrepancy . Received treatment for breakage, expulsion, migration, bladder infection, uti vaginal discharge, urinary problems, vaginal discharge, fatigue, hair loss, dental problem, hormonal changes, migraine, headaches, vision problem, weight loss diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: migration of essure device. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received- new event dysmenorrhea, dyspareunia, abdominal pain, breakage, expulsion, bladder infection, uti, vaginal discharge, urinary disorder, vaginal infection, hair loss, dental problems, hormonal changes, migraine, headaches, vision problems, weight loss were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/perforation (uterus)/migration of essure device/ migration of essure device location of device: superior aspect of the uterus,expulsion'), device breakage ('device breakage'), fallopian tube perforation ('fallopian tube perforation'), pregnancy with contraceptive device ('post implant pregnancy') and genital haemorrhage ('abnormal bleeding (general)') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included multigravida, parity 3 ((B)(6) 2002, (B)(6) 2013 and (B)(6) 2015.), spontaneous abortion, elbow operation, thyroid activity decreased, postpartum depression, diarrhea and elbow operation. (B)(6) 2016 : pathology report : the specimen is received in a bag of formalin, designated "f/b for ID" and consists of a single elongated fragment of fatty soft tissue weighing 6 grams and measuring 8 x 3 x 1.5 cm. The specimen is serially sectioned to reveal grossly unremarkable fa t, and no solid white areas are identified. Gross only. On (B)(6) 2016 : pathology report : gross description: bilateral segments of fallopian tubes with right essure attached - the specimen is received in formalin . Labeled "bilateral segments of fallopian tubes" and consists of segments of fallopian tube, each of which includes the fimbriated end. One tube segment measures 5 cm in length. The either tube segment measures 7.8 cm in length and contains a portion of an essure birth control device. The distal aspect of both fallopian tubes is unremarkable. The shorter segment is marked with black ink. The specimens are serially sectioned and a representative cross section from each tube is submitted in one cassette. Concurrent conditions included body mass index normal, smoker, alcohol use and anaphylaxis. Family history included myocardial infarction (paternal grandfather), copd (maternal grandmother) and anemia (maternal grandmother). Concomitant products included hydrocodone bitartrate;paracetamol (norco) and paracetamol (acetaminophen). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue.") And loss of libido ("no sex drive"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). In (B)(6) 2016, the patient experienced complication of device removal ("device from her left fallopian tube was removed but the right one was unable to find"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), back pain ("low back pain/pain lower back"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vagina)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), iron deficiency anaemia ("anemia"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), tooth disorder ("dental problem"), migraine ("migraine"), headache ("headaches") and visual impairment ("vision problem"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (partial),bilateral salpingectomy,removed from left tube and uterine cornu). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, pregnancy with contraceptive device, menstrual disorder, depression, anxiety, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, visual impairment and weight decreased outcome was unknown and the genital haemorrhage, complication of device removal, back pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, iron deficiency anaemia, cystitis, urinary tract infection, vaginal discharge, urinary tract disorder and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, anxiety, back pain, complication of device removal, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, loss of libido, menorrhagia, menstrual disorder, migraine, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: in (B)(6) 2016, patient had her left device removed form her tube; the right device was unable to be found. In (B)(6) 2016, patient went to her doctor´s office and was informed that a foreign body from her left fallopian tube had migrated (discrepant information, maybe right tube). In (B)(6) 2016, physician removed the foreign body which turned out to be the essure implant by a partial omentectomy. Pfs- she did not allege that essure caused birth defects. Date(s) of insertion: (B)(6) 2014 discrepancy. Received treatment for breakage, expulsion, migration, bladder infection, uti vaginal discharge, urinary problems, vaginal discharge, fatigue, hair loss, dental problem, hormonal changes, migraine, headaches, vision problem, weight loss . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: migration of essure device. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration of essure device"), pregnancy with contraceptive device ("post implant pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device from her left falloian tube was removed but the right one was unable to find" in october 2016 and device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 3 (B)(6) 2013 and (B)(6) 2015. Spontaneous abortion, elbow operation, thyroid disorder, postpartum depression, diarrhea and elbow operation. Concurrent conditions included body mass index normal, smoker, alcohol use and anaphylaxis. Family history included myocardial infarction (paternal grandfather), copd (maternal grandmother) and anemia (maternal grandmother). Concomitant products included vicodin (norco). On (B)(6) 2014, the patient had essure inserted. In may 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In september 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and back pain ("low back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure from left fallopian tube and uterine cornu and partial omentectomy with right essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pregnancy with contraceptive device and menstrual disorder outcome was unknown and the device dislocation, genital haemorrhage and back pain had resolved. The pregnancy outcome was not reported. The reporter considered back pain, device dislocation, genital haemorrhage, menstrual disorder, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: in oct-2016, patient had her left device removed form her tube; the right device was unable to be found. In nov-2016, patient went to her doctor´s office and was informed that a foreign body from her left fallopian tube had migrated (discrepant information, maybe right tube). In nov-2016, physician removed the foreign body which turned out to be the essure implant by a partial omentectomy. Pfs- she did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: migration of essure device (B)(6) 2016 : pathology report : the specimen is received in a bag of formalin, designated "f/b for ID" and consists of a single elongated fragment of fatty soft tissue weighing 6 grams and measuring 8 x 3 x 1.5 cm. The specimen is serially sectioned to reveal grossly unremarkable fa t, and no solid white areas are identified. Gross only. (B)(6) 2016 : pathology report : gross description: bilateral segments of fallopian tubes with right essure attached - the specimen is received in formalin . Labeled "bilateral segments of fallopian tubes" and consists of segments of fallopian tube, each of which includes the fimbriated end. One tube segment measures 5 cm in length. The either tube segment measures 7.8 cm in length and contains a portion of an essure birth control device. The distal aspect of both fallopian tubes is unremarkable. The shorter segment is marked with black ink. The specimens are serially sectioned and a representative cross section from each tube is submiitted in one cassette quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "migration of essure device, low back pain, abnormal bleeding (general)", reporter, historical condition, product information added from pfs. Historical and concomittant condition, lab data, family history added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and pregnancy with contraceptive device ("post implant pregnancy") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues"). In (B)(6) 2016, the patient experienced device difficult to use ("device from her left fallopian tube was removed but the right one was unable to find"). The patient was treated with surgery (device removed from her left fallopian tube in (B)(6) 2016). Essure was withdrawn. At the time of the report, the uterine perforation, pregnancy with contraceptive device, pelvic pain and menstrual disorder outcome was unknown and the device difficult to use had resolved. The pregnancy outcome was not reported. The reporter considered uterine perforation, pregnancy with contraceptive device, pelvic pain, menstrual disorder and device difficult to use to be related to essure. The reporter commented: in (B)(6) 2016, patient had her left device removed form her tube; the right device was unable to be found. In (B)(6) 2016, patient went to her doctor´s office and was informed that a foreign body from her left fallopian tube had migrated (discrepant information, maybe right tube). In (B)(6) 2016, physician removed the foreign body which turned out to be the essure implant by a partial omentectomy. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant (outcome not reported). Approximately three years after insertion procedure, coils were removed and a perforation (seen as uterine perforation) was diagnosed. Both events are anticipated in the reference safety information for essure. Perforation of the uterus or fallopian tubes may occur during essure therapy due to insert migration/dislocation or during insertion procedure (hysteroscopy or essure placement). In this case, the exact date and circumstances of the perforation is not known. However, considering event's natures, causal relationship between this event and essure use cannot be excluded. Unintended pregnancies may occur during any contraceptive use. In the present case, limited information regarding the pregnancy was provided. It was not reported whether the consumer underwent a confirmation test, or the time interval between essure insertion and the pregnancy. It was also not reported if the uterine perforation had occurred prior to pregnancy, contributing to tubal patency on the right side. However, given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident since intervention was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.